Event description:
It was reported that while using the bd plastipak¿ syringe a syringe came detached from the plunger. The following information was provided by the initial reporter, translated from portuguese to english: occurrence 1: customer contacted informing that a syringe came detached from the plunger, making its use impossible. Additional information: according to the photos sent by the customer, the rubber was separated from the plunger rod.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ syringe a syringe came detached from the plunger. The following information was provided by the initial reporter, translated from portuguese to english: occurrence 1: customer contacted informing that a syringe came detached from the plunger, making its use impossible. Additional information: according to the photos sent by the customer, the rubber was separated from the plunger rod.

Manufacturer narrative:
Investigation summary: batch history analysis (DHR) was performed, maintenance records and quality notifications were verified, and no records potentially related to this defect were found. Samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. Embecta was able to confirm the indicated issue. 3 potential root causes were detected: pipeline alignment, damping of parts, and sharp corners in pipeline splices.